Manufacturer narrative:
The reported product remains implanted in patient; therefore, product analysis could not be performed. As a result, the cause of the clinical observation could not be conclusively determined. Linked MDR 2029214-2017-01043 2029214-2017-01044 2029214-2017-01046 2029214-2017-01047 2029214-2017-01048 2029214-2017-01049 2029214-2017-01050 2029214-2017-01051 2029214-2017-01052 2029214-2017-01053 2029214-2017-01054 2029214-2017-01055 2029214-2017-01056 2029214-2017-01057 2029214-2017-01058 2029214-2017-01059. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient experienced internal carotid artery in-stent thrombosis 5 hours after 14 axium coils and a flow diverter placements to treat a saccular aneurysm located at the paraclinoid segment. The patient's internal carotid artery was occluded and the patient had decrease level of consciousness. Thrombectomy by surgical aspiration and fibrinolytic agent were performed for a clot located inside the flow diverter. The internal carotid artery was re-perfused. Two days after the initial coiling and flow diverter placement procedure, the patient had decreased level of consciousness caused by hemorrhage from the aneurysm neck. The patient was treated with placement of two additional flow diverters connected to the initial flow diverter.

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.